Manufacturer narrative:
Analysis received the unit with intermittent button response due to a moisture damage on the keypad traces. There was no blank display or beeping noise anomaly noted during testing. However, the unit was received with currents in specification. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump buttons are unresponsive. The insulin pump will be returned for analysis.